Manufacturer narrative:
Analysis found: motor cable assembly faulty, unable to confirm the reported fault. Unable to perform temperature test as ipc showing error code. Visual inspection: found the handpiece cosmetically not ok. Connector has dent. Thumb wheel jammed. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece was rarely used by the customer and during pre-check by the team, it was found that the handpiece was overheating in less than a minute. There was no patient involvement